Manufacturer narrative:
Product ID 8785, lot # 0205789754, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory; product ID 8780, lot # 0205843647, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving benefit from therapy any longer, and a catheter issue was found. A catheter access port (cap) test revealed the cap was not patent. During a surgical intervention, it was revealed that the catheter was compressed by the anchor. The same issue was noticed with the second anchor. When the anchor was removed, a catheter rupture occurred. The distal part of the catheter then had to be replaced. Patient outcome was reported as "stable." Additional information has been requested, however, was not yet available at the time of this report.

Manufacturer narrative:
(B)(4): the catheter, with the damaged anchor still attached, along with the anchor deployment tool were returned. It is believed the returned anchor was the one that was attempted to be placed after removal of the first anchor. One side of the anchor appeared to be folded in on itself and a portion of that area that was folded appears to have been torn loose. Also it was observed that remnants of silicone from the anchor still remained on the hypotube of the anchor deployment tool. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. A slice cut was seen in the area of the anchor and most likely is related to the catheter "rupture" reported event. The anchor was removed to inspect the area underneath it for evidence of compression. No compression of the catheter was seen and therefore it is felt the original anchor had not been compressing the catheter. A minor indent in the catheter was found 23.5 cm from the proximal end of the catheter; however this indent was nowhere near where the anchor had been attached.